Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed inaccurately high readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a quality assurance representative reviewed the call. The reporter claimed that the meter was reading inaccurately at 11am on (B)(6) 2015, when the patient obtained an alleged inaccurately high blood glucose result of "429 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. The reporter claimed that prior to obtaining the alleged inaccurate result, the patient experienced symptoms of "vomit and diarrhea". The reporter claimed that at an unknown time, the emergency medical services (ems) was contacted and a result of "30 mg/dl" was obtained on the ems meter. The reporter also indicated that the patient received "glucagon by mouth" from a healthcare professional (hcp) to treat her symptoms around 7:30-8pm on (B)(6) 2015. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the reporter did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. From the information provided, there is no evidence that the meter malfunctioned. However, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia which required treatment from an hcp, after the alleged inaccuracy issue occurred.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.